Event description:
Some time in 2004, doctor performed a tv surx along with a hysterectomy. After procedures, pt developed a fistula (2 cm in length at the proximal 1/3 near the bladder neck) requiring additional surgery to correct.